Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that common femoral arteriotomy closure was attempted using a proglide device after a percutaneous transluminal intervention to the left anterior descending artery. The arteriotomy was 6fr. The proglide suture was deployed; however, hemostasis was not achieved. The proglide device was removed and hemostasis was accomplished first with manual arterial compression and then with a non-abbott device. The physician is reportedly in-training of the use of the proglide device. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported failure to deploy the suture could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.